Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported tip separation. Additionally, the separated portion of the guide wire was left in the anatomy. Factors that may contribute to tip separation during use include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. There was no damage or anomalies noted to the guide wire during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported tip separation. Additionally, the separated portion of the guide wire was left in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that on removal of the wiggle guidewire, the distal tip was noted to have separated. There was reportedly no resistance reported during advancement or removal of the wire. The separated portion remained in the circumflex coronary artery and no attempt was made to retrieve the tip. There was no reported adverse patient sequela as a result of the tip being left in the distal circumflex. No additional information was provided.